Event description:
An infusiuon of "petidin" was reported to have finished early by the pt wearing the device. The pharmacist initially reported that the infusion time was shorter than expected. No pt issues were reported. Subsequent to the receipt of this report to the pharmacist, the pharmacy staff inspected the device involved and found a hole in the tubing. The pharmacy staff has since reported that they suspect the pt to have tampered with the device by inserting a needle to empty the infusor.